Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had 7 years remaining after 7 years of post-implant. Boston scientific technical services (ts) ran battery calculator and projection for the life of the device is expected to have 3 to 4 years remaining. Ts explained the battery calculation may decrease while outputs are higher post lead revision. Furthermore, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.